Event description:
Event description boston scientific crm received information that this cardiac resynchronization therapy-defibrillator (crt-d) detected increasing shock impedances since implant on this defibrillation lead; the most recent impedance measurement was out of range (high). It was also reported that this defibrillation lead and this transvenous pacing lead exhibited low amplitudes.